Event description:
An investigation report from an implant retrieval center was received and reported that during examination of the rod, the retrieval center found the rod would not distract. Additionally, discoloration, wear, scratches, and other surface damage was noted. It was reported that the rod was removed as part of a planned removal procedure after desired lengthening had been achieved; there was no adverse patient or user impact associated with this report. No additional information is available. Report 1 of 2.

Manufacturer narrative:
The device has not been returned for evaluation. The evaluation was performed by london implant retrieval centre (lirc). The root cause is unable to be determined. If any additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release.

Event description:
No additional information has been provided.